Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range shock impedance measurements were noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) post appropriate shock to terminate an arrhythmia. A review will be done by boston scientific technical services (ts). No adverse patient effects were reported. At this time no ts analysis has been performed and no changes to the system were made.